Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue slide clamp would not connect to a solution set; the clamp was bigger than usual. The customer was able to connect the clamp to another unit. This occurred during set up. There was no patient involvement. No additional information is available.